Event description:
It was reported that during an unknown procedure the staples were expelled prior to firing. The device was reloaded and it occurred again. There were no patient consequences.

Manufacturer narrative:
Pc-(B)(4). Batch # 358a27. Maude report mw5104728 received. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damaged, with the knife exposed and with a reload loaded in the device and a reload b present. The reload a had the proximal 12 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. The reload b 365a53 was received fully fired. The reload a swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.